Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed the returned instrument shows no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. The tip is worn from use. The electrodes are thin from use. The electrodes are all missing portions of their body from use. A functional evaluation of the device found that the opened device was tested and plugged into the controller and registered settings (0,3) meaning end of life. A bypass box was used and found no issues with plasma production with its remaining electrodes or coag activation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences ((1) hitting the device tip against a hard surface. 2) using the device as a lever to enlarge surgical site. 3) mechanical displacement of tissue through applied force. 4) activating the device above recommended settings for prolonged periods of time). Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, during a t&a procedure, the tip of the precise coblator melted. It is unknown if there was a backup device available, however there was a delay greater than 30 minutes. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).